Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, plug deployment of a 5f exoseal vascular closure device (vcd) could not be done. There was no reported patient injury. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. No additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit and was found within specifications. The functional deployment simulation evaluation could not be performed, as the simulated deployment test could not be completed as received since the deployment lever arrived partially depressed and the plug was already partially deployed. However, it was possible to fully depress the lever, resulting in a full deployment of the plug. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18443689 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device as the device was received partially actioned with the plug partially deployed from the delivery shaft. During the analysis the deployment lever was fully depressed, and the plug was completely deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user related factors (user error) possibly contributed to the issue experienced by the user since the deployment lever was found to be partially depressed. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the product history review, nor the information available for review suggests that the reported failure/received condition could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, plug deployment of a 5f exoseal vascular closure device (vcd) could not be done. There was no reported patient injury. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
As reported, plug deployment of a 5f exoseal vascular closure device (vcd) could not be done. There was no reported patient injury. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18443689 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vascular closure device (vcd) deployment difficulty unable" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.